Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (emitting strange sound/does not charge batteries) has been confirmed. As received, the q1 transistor was shorted in the battery circuit on the bedside board. The cause of the strange sound and inability to charge the batteries is shorted q1 transistor. The q1 transistor controls the current flow to the battery while charging. The root case of the shorted q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger/modem was emitting a sound 'similar ot a popcorn popper' and was not charging his batteries. The pt was provided with a replacement charger/modem.